Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Event 2. The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: event 2. Customer reports that the passive safety shield failed to engage all the way and resulted in a needlestick injury. Customer states it happened twice to two different clinicians (same lot number).